Event description:
It was reported that during a peripheral treatment procedure, a guide wire tip detachment occurred. The patient presented experiencing a stroke. The patients' carotid artery was completely closed. This 300cm journey guide wire was being used in the carotid artery for potential stenting. Difficulties were experienced advancing the journey into the carotid. During advancement, the tip of the journey guide wire broke. The guide wire tip was successfully snared from the patient. There were no patient complications or symptoms as a result of the tip breakage and subsequent retrieval.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).